Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and pump error alarm. Blood glucose reading was over 600 mg/dl and 400 mg/dl. Customer did a self test and no error showed up. The pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm or no (under)(over) delivery anomaly noted during testing. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device received with corroded battery tube.